Manufacturer narrative:
Test strip lot # 1020313213, expiration date: 8/2015. Control solution lot# 1030113176, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test; the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of the investigation, a follow up report will be filed.

Event description:
It was reported to nova biomedical by the customer stating he was concerned about "high blood glucose results when using the meter." It was revealed that the consumer was causing two different vials of strips at the same time when getting higher than expected results. The consumer alleges a control solution test was performed as instructed in the direction for use, however, cannot recall of the result was in or out of range. A control solution test was performed while troubleshooting with customer support showing the test strips to all in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.